Event description:
On 30-sep-2025, it was reported that on (B)(6) 2025 the user experienced hyperglycemia resulting in hospitalization. The user was evaluated and admitted to the hospital; treatment details were not provided. The outcome after discharge is unknown.

Manufacturer narrative:
The user experienced hyperglycemia requiring hospitalization while using the ilet. This situation can result in metabolic decompensation requiring medical intervention and is consistent with the reported hospital admission. Engineering log review indicated the ilet was functioning as intended, with insulin delivery requests and alerts generated appropriately and no device malfunction identified. Device data showed that the cgm sensor failed prior to the reported event, after which the ilet entered bg run mode and eventually stopped insulin delivery due to the absence of cgm or entered bg values. Based on available information, the hyperglycemic event was likely associated with failure to restore cgm input or enter bg values to maintain dosing, or to initiate backup therapy. No device malfunction was identified. If additional information becomes available, a supplemental MDR will be submitted. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.